Event description:
Symptoms/ae: hypotension. Time of symptoms: during the procedure. Device malfunction: none. It was reported that during the stenting of the left internal carotid artery with the xact stent, the pt experienced hypotension. Dopamine was administered for blood pressure maintenance for six add'l days. There was no reported adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
Study event. The device was not returned. There was no device malfunction reported. Hypotension is a known potential adverse event associated with the use of carotid stents as stated in the xact instructions for use. In addition, hypotension may occur during carotid interventional procedures and is an anticipated response of the human body to stimulus of the carotid bulb. Based on the available info, the hypotension may have been a result of the operational context of the device, possibly pt pre-existing health conditions and the circumstances during the procedure. A review of the lot history record did not reveal any non-conforming material records which could have contributed to this event.